Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. Based on the result of the device evaluation, the legal manufacturer determined the likely cause was user handling. The image was not displayed because video signals could not be transmitted to the processor due to the damage to the cable, likely caused by user handling.

Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint no image was confirmed. The service technician observed kinks and shortage in cable caused no image. Replaced parts. Unit passed functional and leak test. The cause can be attributed to user handling or technique. No further information was reported.

Event description:
The customer reported to olympus that during preparation for use, the device had no image. The intended procedure was completed with a different device. There was no patient injury reported.